Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06968 / 06969).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Parts were measured and found to be within specification. Returned devices are consistent with damage resulting from excessive "push" force on the inserter, resulting from insufficiently prepared bone or from poor alignment of the inserter. During the evaluation, it was noted the root cause of the event was most likely due to the conditions of use and operational context caused or contributed to the event.

Event description:
It was reported that patient underwent a deltoid ligament repair procedure on (B)(6) 2014. During the procedure, the anchor delivery device bent and would not deploy the anchors. A titanium screw anchor was utilized to complete the procedure.